Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that foreign object adhesion before use.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 6 sealed and 1 unsealed 22ga x 1.00in. Insyte autoguard bc units from lot number 3311144. Additionally, 6 photos were provided. A visual inspection was performed and confirmed there was a dark brownish foreign matter embedded inside the grip. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing in the molding process, resin is used to form the device. It¿s possible that previous resin got burnt and was still present when this device was in the molding process, causing the black solid foreign matter. Molds are being purged between the lots to avoid the buildup of the burnt/loose material. Quality control plan visual inspection, environmental monitoring, and gowning are performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified.

Event description:
No additional information.